Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not fire. They were able to perform full, complete squeezes of the handle. A new device was opened and fired correctly to complete the case. There was no patient injury.